Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: philippines. Thread broke after surgery.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch. Two cases were received around the same time from the same end customer. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Without any sample a proper analysis cannot be done. As no samples have been received and no units are available in b. Braun surgical stock, have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: described in literature, wound dehiscence can be caused by poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of sutures. Wound dehiscence can also be caused by increased stress to the wound area as a result of strenuous exercise, heavy lifting, coughing, laughing, sneezing, vomiting or bearing down too hard with bowel movement. In some cases, wound dehiscence could be secondary to wound infection or poor healing as seen in patients with chronic diseases, malnutrition or weak immune systems. Secondary wound dehiscence can occur in patients with aids, renal disease, diabetes mellitus and those undergoing chemotherapy or radiotherapy. Steroids inhibit primary wound healing and delay the formation of granulation tissue final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, note of this incident is taken and if any sample is received in the future, the case will be re-opened and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.